Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose results were 6.5 and 12.1 mmol/l. Tests were done within 10 minutes with a difference of 53%. Pt did not experience any adverse events. No further info has been reported.